Event description:
It was reported that during a right hemicolectomy procedure, the surgeon used a b12lt trocar as his primary port, and the cb12lt trocar as a working port. During the case it was noted that when an instrument was removed from the cb12lt gas was heard leaking from the port. When an instrument was inserted again, the gas leaking stopped. This happened at several instrument exchanges. However, on an occasion when a tonsil swap was removed from the port, the port did not leak. An observation of the port when an instrument was removed showed that neither the duck bill nor universal seals where air tight, there was a gap allowing pneumo to escape. The seals were checked for debris that might be obstructing them, but there was nothing obvious. The port was used for the entirety of the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time